Event description:
It was reported that the lead alert triggered, and the lead exhibited oversensing and noise. The lead was programmed off, and will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.